Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the outer flow tubing is detached just forward of the control knob; there is no signs of melting on the outer flow tubing detachment location; the distal tip of glass cap and metal cap are detached and not returned. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure ¿metal cap turns and burns the fiber¿ was noted. Patient outcome: "stable" reported. Additional information was not reported.